Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years post deployment, patient was seen by vascular surgery in follow up of dvt and reported increased pain and swelling in his bilateral lower extremities. It was noted that a lumbar spine x-ray showed the ivc filter was slightly tipped. Approximately one year later, a CT revealed the filter was tipped and one tine was ¿flipped up.¿ therefore, the investigation can be confirmed for filter tilt and material deformation. However, the investigation is inconclusive for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, embedded, tilted to the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain post implant. However the current status is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain post implant; however, the current status is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: approximately two years eight months post filter deployment, ultrasound lower extremity revealed occlusion extended inferiorly to the level of the popliteal. The left superficial femoral vein was completely occluded proximally, with regions of mild flow in the mid and distal superficial femoral vein. Subsequently two days later, magnetic resonance venogram revealed complete occlusive thrombus throughout the left common and external iliac vein with non-occlusive thrombus in the right common and external iliac vein as well as the infrarenal inferior vena cava. Approximately one week and five days later, revealed that thrombus extended to the previously placed inferior vena cava filter. Approximately one year eleven months later, lumbar spine x-ray revealed the filter was slightly tipped. Approximately one month five days later, patient presented with leg edema and low back pain. Subsequent, computed tomography revealed an infrarenal inferior vena cava filter. Approximately two weeks later, computed tomography revealed infrarenal inferior vena cava filter was tilted. Approximately one year later, computed tomography revealed the filter was tipped and one tine was ¿flopped up.¿ approximately two years later, computed tomography revealed computed tomography revealed inferior vena cava filter was in place, tip lay just below the right renal vein that abutted the right anterior inferior vena cava lumen. One of the filter legs extended superior to the tip within the superior vena cava. Filter was approximately 15-degrees angled with respect to the axis of the inferior vena cava. Therefore, the investigation is confirmed for material deformation. However, the investigation is inconclusive for filter limb detachment. However, the investigation is unconfirmed for filter tilt as the medical records states ¿filter was approximately 15-degrees angled with respect to the axis of the inferior vena cava¿. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, embedded, tilted to the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain post implant. However the current status is unknown.